Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: a review of the black box showed power on reset after call service 052/054/012 slave communication alarms. The battery compartment was cracked at the threads on the side, and separately below the grip pad. The battery cap was undamaged and able to fit. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours without any issues. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board, or the continuous glucose monitoring module. The power complaint was unable to be duplicated.